Event description:
The manufacturer received information alleging the trilogy evo did not turn on. The device was not in patient use. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the trilogy evo did not turn on. The device was not in patient use. There was no harm or injury reported. The ventilator was returned to a third-party service center for evaluation. The third-party service technician confirmed the customer¿s issue and observed error codes power vbus dropped and hard and soft power fail in the device¿s event log. The third-party service technician replaced the device's internal battery to address this issue. Additional findings not related to the malfunction/issue was the connection cover was missing on the device. The third-party service technician replaced the device's connection cover to address this issue. The third-party service technician found contamination in the inline proximal filter. The third-party service technician replaced the device's in-line proximal filter to address this issue. The third-party service technician proactively replaced the air inlet foam filter for this device. After replacing all of the parts on the device, the third-party service technician performed a functional test on the device. The functional test passed on the device.